Event description:
Customer reported that a patient had an asystole event and the alarm allegedly did not go to the statview pager. The cic alarmed appropriately but the nurse allegedly did not get the page. Patient was found unresponsive and expired. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.